Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery issue. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the battery was severely discharged. The remote service engineer (rse) provided the customer with the part number of the battery to order and replace.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the customer stated that they had left the unit plugged in all night and there were no battery errors when they came back the morning. The unit was left plugged in during the night and no errors were reported during the morning after. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.